Manufacturer narrative:
H3, h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Displayed image was smaller. Mobile viewing station server passed bench test. Operating system and imaging system application loaded successful. Bios (date and time) good. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000907, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after 3d imaging, axial and coronal/sagittal were displayed in reverse. Furthermore, the displayed image was smaller. Recovery achieved by the imaging system restart. This issue occurred intra operatively and caused no surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and replaced hardware part. B01,c20,d15 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000907, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.